Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not shut off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).